Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the pump was not working and the patient was not getting medication. The emergency room (ER) told her not to come back because they couldn¿t do anything with the pump. The patient was going through withdrawals. The patient was shaking, twitching, and had hot and cold flashes. This was considered a sudden change in therapy/symptoms. The consumer called the healthcare provider (hcp) who told her to bring the patient to the ER. The ER gave her a shot of morphine and then told them they didn¿t have equipment to do anything with the pump and discharged her. The consumer called the managing hcp who told her to call the surgeon. The surgeon told the consumer to call the manufacturer. The pump was not alarming and the patient had not had any falls or trauma. It was stated that the event occurred two nights ago (approximate date of (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.